Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 3 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction event(s), where it was reported the devices experienced difficulty loading or unloading the cot in the ambulance. There was no patient involvement.

Event description:
This report summarizes 3 malfunction event(s), where it was reported the devices experienced difficulty loading or unloading the cot in the ambulance. There was no patient involvement.

Manufacturer narrative:
This supplemental is being filed to adjust a results code following the completion of a device investigation. Section h codes have been updated.